Event description:
Product failed when deployed in the patient. Another proglide was opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for proglide, (brand not provided) (per site reporter). Product returned to manufacturer.